Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding (menorrhagia),") in a (B)(6) year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multigravida (g3) and multiparous (p3). Concomitant products included cefixime (flexeril), ranitidine hydrochloride (zantac) and valproate sodium (valtril). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea. In (B)(6) 2006, the patient experienced hypoaesthesia ("allergic or hypersensitivity reaction type: face went numb"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes (bladder disorder)"), urinary tract disorder ("bladder or urinary problems or changes (urinary disorder)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2008, the patient experienced mood swings ("hormonal changes describe: extreme mood swings") and dysgeusia ("metal taste in mouth") and was found to have weight decreased ("weight gain /loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (vaginal )"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with bacitracin zinc; hydrocortisone acetate; neomycin sulfate; polymyxin b sulfate (antibiotic hc), hydroxocobalamin (depo b12) and surgery (total abdominal hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, hypoaesthesia, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, alopecia, dysgeusia, nausea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: salpingectomy (bilateral removal of fallopian tubes), insertion details: leaving 6 coils protruding into the uterine cavity from the right fallopian tube. The insertion device was then removed from the operative scope. We then identified the patient's left fallopian tube orifice, made up the left cornual orifice. We then centered the left cornual orifice in the center of the screen. We then placed the other fallopian tube implant with the fallopian tube implant insertion device down the opposite channel of the hysteroscope and placed it into the left fallopian tube through the left corneal orifice without difficulty. We placed it per the manufacturers specifications the black line and then withdrew the plastic sheath qyerlying the implant. We then twisted the 'on device counter clockwise five times oved the insertion device from the implant. We removed the insertion device and this left the implant in the left fallopian with 4 coils protruding into the uterine cavity from left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains/pain, bleeding menstrual heavy (menorrhagia), dyspareunia (painful sexual intercourse. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2019: plaintiff fact sheet and medical records received- reporter information updated. Patient information updated. Case category change updated from other event to incident. Treatment and concomitant drugs added. Outcome of event bleeding menstrual heavy (menorrhagia) and pelvic pains/pain were updated from not recovered / not resolved to recovered/resolved. New events hormonal changes describe: extreme mood swings, abnormal bleeding (vaginal, menorrhagia) (vaginal ), allergic or hypersensitivity reaction type: face went numb, infection (bladder/urinary tract/vaginal) type: yeast infection, bladder or urinary problems or changes (bladder disorder), bladder or urinary problems or changes(urinary disorder), dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge,weight gain/loss specify which one: weight loss, hair loss, metal taste in mouth, nausea, device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding ( menorrhagia)") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multigravida (g3) and multiparous (p3). Concomitant products included cefixime (flexeril) since 2015 for fracture of spine as well as antibiotics in 2007, caffeine;paracetamol (excedrin) since 2019, fluconazole (diflucan) in 2017, ibuprofen from 2006 to 2008, ranitidine hydrochloride (zantac) since 2007 and valproate sodium (valtril) in 2016. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2006, the patient experienced hypoaesthesia ("allergic or hypersensitivity reaction type: face went numb"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ (vaginal )"), bladder disorder ("bladder or urinary problems or changes(bladder disorder)"), urinary tract disorder ("bladder or urinary problems or changes(urinary disorder)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection"). In 2008, the patient experienced mood swings ("hormonal changes describe: extreme mood swings") and dysgeusia ("metal taste in mouth") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), abdominal pain lower ("lower abdomen pain"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with bacitracin zinc;hydrocortisone acetate;neomycin sulfate;polymyxin b sulfate (antibiotic hc), hydroxocobalamin (depo b12) and surgery (total abdominal hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, hypoaesthesia, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, alopecia, dysgeusia, nausea, abdominal pain lower, urinary tract infection and weight increased had resolved and the headache and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: salpingectomy (bilateral removal of fallopian tubes), insertion details : leaving 6 coils protruding into the uterine cavity from the right fallopian tube. The insertion device was then removed from the operative scope. We then identified the patient's left fallopian tube orifice, made up the left cornual orifice. We then centered the left cornual orifice in the center of the screen. We then placed the other fallopian tube implant with the fallopian tube implant insertion device down the opposite channel of the hysteroscope and placed it into the left fallopian tube through the left corneal orifice without difficulty. We placed it per the manufacturers specifications the black line and then withdrew the plastic sheath qyerlying the implant. We then twisted the 'on device counter clockwise five times oved the insertion device from the implant. We removed the insertion device and this left the implant in the left fallopian with 4 coils protruding into the uterine cavity from left side concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains/pain, bleeding menstrual heavy (menorrhagia), dyspareunia (painful sexual intercourse, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet was received. Events added from pfs- migraines, headaches, urinary tract infection, weight gain. Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.